Event description:
Report received from the pharmacist states that a client had previously advised him that the product (wafer) would not stick, now the client is having difficult in getting them (wafer) off, resulting in sore skin. The pts subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. This complaint applies to the active life pch cld std tan 32mm icc code 062448. The lot number could not be obtained. A review of the batch record and retain evaluation could not be performed without a lot number. A review of complaint trend for previous 12 months was performed and this is the only complaint of this type for this icc code. There is no indication of complaint.